Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 6625835 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient who underwent primary breast augmentation with a 275cc mentor smooth round moderate profile saline on the left, and a 300cc mentor smooth round moderate profile saline breast prosthesis on the right, experienced left side deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/23/2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient underwent bilateral removal without replacement on (B)(6) 2019. On 6/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed in the posterior view. Within crease a tear was noted, measuring approximately 0.7 cm, also an area of missed material was observed in the posterior aspect, measurement approximately 1.0 cm x 1.2 cm. Microscopic examination was performed in the area of missed material and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).